Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a lot of cartilage and calcifications in the airway and was already on ECMO. The patient had a trach (size 8) placed three times. The first one, the cuff blew right away, then was replaced with another of the same specifications, and the cuff blew again within 6-12 hours. Then replaced it with a third trach, and the cuff blew again within the first 12 hours.